Manufacturer narrative:
Block h6. Imdrf device code a150207 is being used to capture the reportable event of helix failure to remove. Imdrf impact code f2301 is being used to capture the reportable event of a snare used to remove the helix.

Event description:
It was reported to boston scientific corporation that a tissue helix was used with overstitch during a procedure on (B)(6) 2025. During the procedure, the helix became embedded in tissue. The procedure was completed by using a snare to remove the helix. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150207 is being used to capture the reportable event of helix failure to remove. Imdrf impact code f2301 is being used to capture the reportable event of a snare used to remove the helix. Block h11: device evaluation- the tissue helix was not returned; however, media analysis was completed. Pictures were provided by the customer where it can be observed the tissue helix outside the pouch, along with the device label information showing the batch and upn number. The reported event of helix failure to remove could not be confirmed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on all gathered information, the most probable root cause selected is unable to exclude device problem, because there is not enough evidence to determine whether the helix failure to remove was due to the physician's technique during the procedure or was related to a device malfunction. For the event additional device required, it happened during the procedure, and the most probable cause of this reported issue cannot be established due to lack of evidence.

Event description:
It was reported to boston scientific corporation that a tissue helix was used in the stomach with overstitch during a procedure on (B)(6) 2025. During the procedure, the helix became embedded in tissue. The procedure was completed by using a snare to remove the helix. There was no patient complications reported as a result of this event.